Event description:
It was reported that pump touchscreen was cracked, black, and unresponsive, and customer could not read or use pump screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.